Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The mcs tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit, causing the tip cover to appear loose. The tear is axially aligned with the tip cover and measures approximately 0.144" in length. There is a small fragment of material that appears to be missing. There are no signs of thermal damage present at the end of any tears.

Event description:
It was reported that during a da vinci-assisted urology procedure, the monopolar curved scissors (mcs) tip cover accessory was ¿loose and broken away from the instrument.¿ the procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory did not have a cut or tear. No arcing was observed. The customer had used the mcs tip cover accessory installation tool. The mcs tip cover accessory appeared to be properly installed on the mcs instrument during the surgical procedure. The customer did not apply any lubricant to the mcs instrument prior to the mcs tip cover accessory installation. The instrument did not collide with any other instrument or tool during the procedure. The mcs tip cover accessory fell inside the patient¿s anatomy and it was retrieved during the same procedure. No additional surgical procedure was performed to remove the mcs tip cover accessory. The customer used a backup mcs tip cover accessory to resolve the issue.